Event description:
During evaluation of a returned homechoice device, a high drain error 102 (night drain #2) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 06:17:42. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.